Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 480 mg/dl. Customer decline troubleshooting. Customer reported that the insulin pump had motor error alarm. Customer stated that the drive support cap was normal. Customer was able to clear and able to rewound the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm during the rewind test. The motor was tested outside the device and failed.